Manufacturer narrative:
Device evaluation: a mz1000-br product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 25095783. The feedback provided by the customer states that, " observed a return of blood in the valved connectors during drug infusion ". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25095783 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, please note the maxzero is not a back check valve and under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure. As stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000-br products in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector had flow issues. The following information was provided by the initial reporter, translated from portuguese to english: according to the notifier's report, the team observed blood backflow in the valved connectors during the infusion of medications using a macrodrip set on a patient with a central catheter. As a course of action, multiple flushes of the connectors were performed; however, it was not possible to clear the residual blood, necessitating the replacement of the connectors due to the risk of infection to the patient.

Manufacturer narrative:
Annex f code changed from f24 to f26.

Event description:
No additional information.